Manufacturer narrative:
The customer's reported complaint of the autopulse head restraint strap is damaged and the platform displayed ua12 (lifeband not present) error message was confirmed during visual inspection and through review of the platform's archive data and functional testing. Issue was attributed to a broken wire strand and intermittent on belt switch assembly. To remedy the issue, the top cover of the platform was replaced and the belt switch assembly was adjusted. Once completed, the autopulse passed the functional testing with no issue or faults observed. Visual inspection was performed and observed top cover of the platform had broken wire strand. The bottom enclosure and the battery latch were also found damaged. The autopulse platform is a reusable device and was manufactured on 09/25/2008. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device archived review showed ua12 (lifeband not present) error message on (B)(6) 2017. Functional testing was performed and observed intermittent function of belt switch assembly. The belt clip retainer was replaced and adjusted to remedy the issue. Unrelated to the reported complaint, clutch deburring was performed to remedy the shaft stiffness. Once completed, the autopulse passed the final functional testing with no issue or faults observed. The platform meets all the required specifications and worked as intended. Historical complaints was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with (B)(4).

Event description:
It was reported that the autopulse head restraint strap is damaged and the platform displayed ua12 (lifeband not present). No patient involvement was reported.